Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the atrial and right ventricular leads were out of place due to twiddler's syndrome. It was also reported that the ventricular lead was "defective." The leads were replaced. No further patient complications have been reported as a result of this event.